Event description:
It was reported that the patient presented for device replacement due to premature battery depletion. The device was explanted. Patient was stable after procedure.

Manufacturer narrative:
No medwatch form was received.